Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the arm which is off-label usage of the device on (B)(6) 2024. The parent reported that the pediatric patient experienced no readings under 1 hour from the receiver which occurred 6 days after the sensor had been inserted in the arm. On (B)(6) 2024, the parent brought the patient to the emergency department around 11:00 am due to the continuous glucose monitor (cgm) showing no readings on his dexcom display device. The cgm displayed "no readings alert." The parent mentioned she could not recall when the patient became aware of the error or the duration of time until the onset of symptoms. The patient experienced dizziness, headache, and nausea. The blood glucose (bg) was not monitored by fingerstick during the period of time without reading. Upon arrival at the emergency room (ER), the bg was 360 mg/dl. Of note, the medications were administered by the nurse; however, they could not confirm what medications were given. All they could recall was that the nurse gave the patient pain and nausea medications. It was documented that the patient was not given any insulin at the ER. The patient stayed in the ER for 6 hours and left with an unspecified reading of 150 mg/dl. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report the following day on (B)(6) 2024, the patient was stable and normal. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.